Event description:
On (B)(6) 2012, this pt was scheduled for an endovascular repair of an abdominal aortic aneurysm with side branches to both internal iliac arteries with placement of a gore excluder aaa endoprosthesis featuring c3 deployment system. The trunk-ipsilateral leg component was placed on the right side with the contralateral gate oriented in from of the right internal iliac artery. Cannulation of the right internal artery over the aortic bifurcation was done. Cannulation of the right internal iliac was made, however, guidewire access into the right internal artery could not be maintained; therefore, placement of the iliac extender component could not be made. The physician decided to leave the trunk-ipsilateral leg component in place and abort the procedure. One day post procedure, the pt experienced claudication in the right leg. Therefore, the pt was converted to open repair.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.